Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. Blood glucose levels reported during the event was high and patient took correction via multi-daily injection to address high blood glucose. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.